Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and excessive charring occurred. It was initially reported that after the case was finished, charring on the catheter tip was observed. There was no adverse event on the patient. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 16-dec-2024, additional information was received indicating the physician saw charring on the distal catheter tip and considered it to be excessive. It could be seen with the eye and the physician said there was a potential risk to the patient. Patient was coangulated throughout the case, act is being controlled during the case and held above 300s. Normal heparinized saline was used during the case. There were no issues related to temperature. Based on the additional information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and excessive charring occurred. It was initially reported that after the case was finished, charring on the catheter tip was observed. There was no adverse event on the patient. On 16-dec-2024, additional information was received indicating the physician saw charring on the distal catheter tip and considered it to be excessive. Based on the additional information received, the event was reassessed as an MDR reportable malfunction. Device investigation details: on 15-jan-2025, additional information was received indicating the device is not available for return. As such, an analysis of the product could not be performed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31452766l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
Correction: on 6-feb-2025, it was noticed incorrect information was reported in section h11. Additional manufacturer narrative of the 3500a supplemental (follow-up) # 1. It was incorrectly reported the manufacturer's ref. # is (B)(4), however, the correct manufacturer's ref. # is "(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).